Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 3 events were reported for this quarter. Product return status: 3 devices were received for evaluation. Evaluation status: 3 events were confirmed during testing. 3 devices were found to be affected by compromised lubrication. Additional information: 3 devices are not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device reportedly overheated. 3 events had no patient involvement; no patient impact.